Event description:
It was reported that an external fluid leak was observed originating from a cracked connection between the filter and the back plate of a prismaflex m150 set during prime. The set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name : e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: e1: initial reporter city : h10: the device was not returned however photographs of the sample were provided. During visual inspection of the provided photographic samples, the filter of the dialysate port was observed cracked. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.